Event description:
This is an olympus loaner device returned by a customer after use with no reported malfunction. There is no reported harm to any patient or persons. Upon inspection of the returned device, it was observed that that there is foreign material on the forceps elevator. The device was then sent to the service center for further evaluation and repair.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that there is foreign material on the forceps elevator causing discoloration. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be presumed further from the information obtained in this investigation. It was possible that insufficient reprocessing could lead to the suggested phenomenon, but could not be determined. The foreign material could not be identified. Olympus will continue to monitor field performance for this device.